Manufacturer narrative:
Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was blocked, jammed and was moving heavily. It was further determined that the bottom trigger of the device was jammed. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function. It was noted in the service order that the motor could not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed.